Manufacturer narrative:
Additional information: due to characterization limit e1 event site name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use, cardiosave intra-aortic balloon pump (iabp) has helium indicator malfunction. There was no patient harm.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field- e1. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that the amount of helium displayed by the device is inaccurate. Based on fse evaluation, the issue occurred due to a malfunction in the gas flow adjustment of the he cylinder high pressure regulator. The helium high pressure regulator ((B)(4)) was replaced, which resolved the issue. The unit was calibrated and passed all functional and safety checks to factory specification.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: d10, h6 (type of investigation). In the follow-up MDR, the previously submitted g3 date is incorrect. The correct g3 date is 31 december 2025. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that the amount of helium displayed by the device is inaccurate. Based on fse evaluation, the issue occurred due to a malfunction in the gas flow adjustment of the he cylinder high pressure regulator. The helium high pressure regulator (0103-00-0637) was replaced, which resolved the issue. The unit was calibrated and passed all functional and safety checks to factory specification.

Event description:
N/a.